Event description:
I used this item to prep the patients skin with and then noticed that he had scratches on his arm and 3 streaks where the skin was broken. The 3 scratches were up to 8 cm long and redness area was up to 14 cm long. The skin was broken and there was some blood, but a very scant amount. I called dr into the room for her to look at what happened. No photos were taken.